Event description:
Excess weight loss. Pt became confused, incoherent and unresponsive. Normal saline administered and pt transferred to ccu. Clinic technician identified faulty balance chamber valves as cause of excess weight loss. Pt reported to have suffered permanent brain damage due to stroke as determined by neurologist and neurological testing.